Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and barbed suture was used. During use, before use it was confirmed that the fixation tab was broken from the beginning. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one open sample tht pertain to the product code . During the visual assessment of the needle suture, it was noted that the swage and attachment area was noted as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were noted and one of the sides of the fixation tab was broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.